Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clinical device was received with the spring disengaged from the tube assembly, confirming pmv findings. Twenty-seven helixes were found inside the spring. The spring tip was observed severely bent/ stretched. Evidence of the seven welding points were observed in the tube and in the spring, as expected. A review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Replication of the reported condition is caused by an instrument that has been exposed to excessive force while applying helixes to a surface. If a helix is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. Our instructions for use warn against the action that was taken. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted the sprint was disengaged from the shaft. The end of the spring was also stretched. The handle was actuated and the unit cycled. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic ventral rectopexies. The mesh was tacked to the promotorium. The tacks were fired normally, able to penetrate tissue, and held the tissue correctly. After firing, the tacker was stuck in the device. To correct the issue, the scrub nurse removed the whole device. Another tacking device was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.